Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, scratched display window, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed while changing the infusion set and insulin squirted out. The blood glucose reading was 126mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.